Event description:
Boston scientific received information that this right ventricular (rv) patch was connected to the competitor's device and exhibited high shocking lead impedance measurements of greater than 125 ohms. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.